Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, pauses of up to 6 seconds, inappropriate anti-tachycardia pacing (atp), and high out of range shock impedance measurements. The crt-d was explanted for normal battery depletion, and it was confirmed that the rv lead was fractured via x-ray and visual inspection at the revision procedure. It was also noted that the right atrial (ra) lead was damaged. The rv and ra leads were capped. A new system was successfully implanted. No additional adverse patient effects were reported.